Manufacturer narrative:
Date of manufacture is currently unavailable. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The expiratory check valve was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit had high sustained airway pressure discovered during pre-use checkout. There is no report of patient involvement.